Manufacturer narrative:
This report is being updated to provide investigation findings. The device history record (DHR) for the complaint device could not be reviewed since the serial number was not provided. Olympus does not ship any device that does not meet all design and safety/quality specifications. Conclusion: the definitive cause of the reported event could not be determined. Based on investigation activities it was found: there was no abnormality in the appearance of the cap before or after the procedure. The physician does not routinely perform suction upon withdrawal of the duodenoscope. Investigation of CAPA activity confirms that mucosa is sucked into distal cover by suctioning while distal end opening space is near the surface of mucosa. And the mucosa keeps the state for several seconds after suctioning is finished. It means the suggested event may have occurred by ¿the device being removed immediately after suctioning has finished¿, even though the distal cover had no defect, and suctioning was not performed when removing the device from patient. The event was likely due to a cause other than nonconformity of the device, for there was no report on nonconformity which may have caused occurrence of the reported event.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Correction and preventative action (CAPA ) investigation has been opened to further investigate this issue.

Event description:
It is reported during an endoscopic retrograde cholangiopancreatography (ercp) for the indication of biliary obstruction, using an evis exera iii duodenovideoscope, the patient experienced a 3cm esophageal rent, submucosal depth. No treatment was required as a result. There was no abnormality in the appearance of the cap before or after the procedure. The physician does not routinely perform suction upon withdrawal of the duodenoscope. The distal cap is not available for evaluation. The patient's current condition is described as stable. No additional consequences to the patient have been reported.